Event description:
It was reported that non-sustained lead noise was observed. During revision procedure, externalized conductors were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.